Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Predilation was performed with a 2.5x15mm apex balloon catheter. Following predilation, residual stenosis was 50%. A 2.75x38mm promus element plus stent was advanced but failed to cross the lesion and it was noted that the stent was bent. The procedure was completed with the implantation of a 3.5x18mm stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.75x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to centre struts; distorted and misaligned. There was also a kink in the centre of the stent. Proximal and distal end struts showed no signs of any damage. The od (outer diameter) measurement of undamaged proximal end was within the max crimped stent profile specification indicating that there were no issues with the crimped stent profile. The balloon cones were reviewed no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon was not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Predilation was performed with a 2.5x15mm apex balloon catheter. Following predilation, residual stenosis was 50%. A 2.75x38mm promus element plus stent was advanced but failed to cross the lesion and it was noted that the stent was bent. The procedure was completed with the implantation of a 3.5x18mm stent. No patient complications were reported and the patient's status was stable.